Event description:
Aaa rupture after gore excluder endograft done on (B)(6) 2023 (3 attempts at repair). Large type I endoleak with rupture. Possible graft migration. 3 prior attempts to repair gore excluder migration with a large type I endoleak and rupture.